Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported thatinterventions included reprogramming. The outcome of the event was unresolved with no further action planned.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# v020232, implanted: (B)(6) 2007, product type: lead. Product ID 3487a-56, lot# j0455370v, implanted: (B)(6) 2007, product type: lead. Product ID 3487a-56, lot# v022330, implanted: (B)(6) 2007, product type: lead. Product ID 3487a-56, lot# v022330, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. The clinical diagnosis was a loss of stimulation paresthesia. The outcome was reported as ongoing. Interventions included reprogramming. The patient reported a loss of paresthesia. The device was interrogated and device data showed that some electrodes were too high and out of range at over 20,000 ohms. At 0.7 volts the impedances were greater than 10,000 ohms. At 1.5 volts impedances were greater than 20,000 ohms. No trauma's or falls were reported that could be related to the event. An electrode impedance test showed high impedances greater than 40,000 ohms. The out of range electrodes were being used in programming and causing therapy problems. They were able to program around the discovered issues. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the leads which were connected to the implantable neurostimulator (ins). The patient noted a loss of stimulation paresthesia coverage of the left proximal anterior leg. The patient had good stimulation and they were able to get some stimulation to the back of the legs as requested by the patient. At thetime of report the cause of the impedance remains unknown. Relevant medical history included: spinal pain.